Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) is detached and the adhesive on the bending section cover (a-rubber) has a chip. Based on the results of the investigation, the most probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that adhesive on the bending section cover (a-rubber) is detached and the adhesive on the bending section cover (a-rubber) has a chip. There were no reports of patient involvement.